Manufacturer narrative:
Follow-up #1; date of submission: 05/01/2015 - device evaluation: the pump has been returned, and it was evaluated by product analysis on 04/20/2015 with the following findings: the cartridge compartment was observed to be intact and free of damage: the reported issue was not confirmed. The following findings are unrelated to the reported issue: the battery compartment was observed to be cracked in the area below the grip pad. The display screen visual was observed to be dim and discolored due to an unidentified display failure. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. It was reported that the cartridge compartment was damaged. Customer support has made several attempts to contact the consumer to acquire additional information. There is no further information, regarding the complaint, available at this time; if further information is provided, a follow up report shall be made. This complaint is being reported because the alleged issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.